Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Information was inadvertently not included on the initial medwatch. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the subject device was repaired by a third-party agency, and while the reported problem was duplicated, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Event description:
The event happened (B)(6) 2023. The problem was first noticed before an unknown procedure. No other devices were used. There was no delay in the procedure. The intended procedure was completed with another device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was no image with a b30 scope communication error being displayed. Also, evaluation found the ID chip had no data, the name plate was fading, the label was peeled off and scratched, and there were multiple non-olympus parts (bending section cover, bending section cover adhesive, light guide lens, objective lens adhesive, scope cover and insertion tube) due to 3rd party repair. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii bronchovideoscope was not working and a communication error was displayed with no image. The issue occurred during preparation for use. There were no reports of patient harm.